Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the unknown incident was not related to the design, manufacture, and/or sterilization of the revised devices.

Event description:
A historical adverse event was discovered during the investigation of pcr (B)(4), wherein a 68-year-old male patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 for an unknown reason.